Event description:
An outside of united states customer contacted siemens healthcare diagnostics inquiring about the icterus setting for the dimension vista folate (fol) assay. There were no reports of patient results impacted. No potential for injury identified. There were no known reports of adverse health consequences due to the dimension vista folate icterus setting. This MDR is only being filed in relation to a field action.

Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the customer inquiry regarding the icterus index setting for the dimension vista folate (fol) assay. Hsc reviewed the information provided by the customer and dimension vista folate assay historical data. There were no reports of patient results impacted and no reports of potential for injury. This MDR is only being filed in association with a field action. The dimension vista software has an hil software feature that will pre-populate values that can alert the user to potential hemolysis (h), icterus (I), lipemia/turbidity (l) interference for a specific assay. The test report displays an h, I or l interference comment if any of the measured hil index values (h, I or l) is greater than or equal to the corresponding alert threshold index value entered for the assay. If a comment is displayed, the customer will follow laboratory procedures for reporting results when the sample is hemolyzed, icteric and/or lipemic. Siemens determined that dimension vista folate assay had incorrect indices defaulted within the software. The hil feature must be activated to be in use and is standardly programmed by a siemens employee with the correct index from the assay IFU. The dimension vista fol instructions for use (IFU) indicates that the correct maximum icterus (bilirubin) concentration claim for the fol method is no interference up to 20 mg/dl [342 umol/l], which corresponds to an alert index "6." The alert index default setting is currently set at "8" (inactive). If a dimension vista folate sample with a bilirubin greater than 20mg/dl is processed, results may be falsely elevated. Siemens has issued a field action to address the hil default setting. Siemens healthineers has confirmed that the dimension vista folate assay has incorrect hil indices defaulted in the method parameter screen of the software and must be manually updated once the hil feature is activated. All hemolysis, icterus, and lipemia information in the folate assay instructions for use (IFU) are correct. The field action communication was issued to ensure that the hil indices within the dimension vista system software are aligned with the hemolysis, icterus, and lipemia information in the dimension vista folate instructions for use. The dimension vista software has been updated with the correct hil index default settings and are included in software version (B)(4). An urgent medical device correction (umdc) vsw-22-01.a.us was sent to us customers and an urgent field safety notice (ufsn) vsw-22-01.a.ous was sent to outside the us (ous) customers in october of 2021. The umdc and ufsn explain the behavior and request customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems. To date, there are no allegations of injury due to this behavior.